Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when the patient presented for follow-up increasing pacing lead impedance and capture threshold were noted. Variable r-wave sensing was also noted. At explant the pacing lead impedance was high and out of range. The lead was explanted. The patient condition was good during and after the surgery.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.